Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. One of the broken cable segments that contains the crimp was not installed in the clevis and missing. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the small grasping retractor instrument cable broke at articulation point. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to usage with no damages noted. The instrument did not collide with any other instrument or tool during the procedure. There was no reported fragments to fall inside of the patient's anatomy. There was no photographic images of the devices or video recordings for isi to review.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.